Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that spikes in impedance, which occurred on different days, were noted on all channels of this device. The reported value for shock lead impedance was high and out of range at 132 ohms. The patient was later found to have expired. A copy of device memory was preserved and submitted for analysis. Technical services review of device data noted a day where no r-waves were reported and some oversensing of the respiratory rate trend was also observed with no reported impact on critical therapy. No episodes of an arrhythmia which would require therapy delivery were found on or near the patient's date of death and no allegations were made against the device in regard to the patient's passing.